Event description:
Healthcare professional additionally reported "any creases". Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., b.6., e.1., e.2., d.7., d.10., g.3., h.3., h.6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture baker grade iii" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Healthcare professional reported left side capsular contracture baker grade iii. Device remains implanted.

Manufacturer narrative:
Initial device evaluation: visual analysis identified yellow and red tissue, and creases. Supplemental device evaluation: visual analysis of the returned device identified crease fold, wear abrasion, crystalline in the gel, and cloudiness in the gel observed after autoclave disinfection process. Weight measurement of the device identified device weight was within specification. Based on the device analysis the final assessment was no issues found related with the manufacturing process. Additional, changed, and/or corrected data: d.9., h.3., h.6.

Event description:
Healthcare professional reported left side capsular contracture, baker grade iii. Additionally, healthcare professional reported "crease/folding of implant." Device has been explanted.